Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the reload was properly installed and closed, the stapler could not be fired during a procedure.